Event description:
A home pt (hp) experienced a peritonitis episode with an unknown root cause. Reportedly, the hp presented at the clinic with cloudy effluent and abdominal pain in 2003. The hp was diagnosed with peritonitis and was subsequently treated with fortaz 1g, intraperitoneal (ip), once daily, until 7 days later, and cefazolin 1g, ip, once daily, until 2 days later. Based on the absence of symptoms the hp's nurse has concluded that the hp has fully recovered with no hospitalization necessary.